Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had her device replaced one time because the stimulator eroded to her skin. No further complications were reported/anticipated.